Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported pump went out and the screen is showing a blank display. The customer was assisted with troubleshooting and the display did not return. Customer states the pump has cosmetic damage. Customer states insulin pump stopped working after removing it from water. Customer reported crack on the back of insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to corrosion on the electronic assembly. Attempted to clean the electronic assembly to be able to power on and verify serial number. Pump blank display fault persisted after cleaning electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The battery cap was inspected and no damage or anomaly noted. Pump received with missing retainer, partially broken reservoir tube lip, missing reservoir tube o-ring, scratched case, missing serial number label, missing end cap address label, case cracked behind the pump at the corner of the belt clip rails, pillowing keypad overlay, and minor scratched lcd window.